Event description:
Procedure type: hernia. According to the rptr: at day 1, the pt went back home. At day 3 and 4, acute intestinal obstruction on suture bridle with hypovolemia shock. The proximal end stayed on the wall, the distal end got stuck on the right side of the mesentery of the last ileal loop. On the 21st of december, the pt had to go back to surgery to remove the suture and above the groove of strangulation. At day 9, the 3rd intervention because of necrosis at the last 50cm of the small intestine. Temporary ileostomy. Peritoneum well healed now, the thread was removed.

Manufacturer narrative:
(B)(4).